Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the device found that the guidewire nitinol tubing was stretched and separated at 5.2cm from its distal end. The corewire was intact. Further examination under magnification showed that there was white discoloration at the 10.0cm distal section and at the site of nitinol separation of the guidewire. No other anomalies were noted. The guidewire dimensions were within specification. The white color has been determined to possibly be an optical effect due to delamination. The nitinol tubing break and stretching adjacent to the fracture site noted on the returned device are indicative of ductile overload possibly from tension or bending. The most probable cause of observed break is excessive force in handling the device during preparation. Therefore, a root cause of handling damage has been assigned to the guidewire nitinol tubing break. (B)(4).

Event description:
Analysis of the returned device found that the guidewire nitinol tubing was stretched and separated on its distal end. This occurred outside the patient so there was no direct contact with the patient and no clinical consequence.